Manufacturer narrative:
Concomitant medical products: unegiatri - unknown egia tri staple, lot# unk unknown-vloc - unknown vloc product, lot# unk sigphandle - sig power sigphandle handle, serial# unk unk-sigadapt - unknown signia egia adapter, serial# unk sigpshell - sig power sigpshell control shell, lot# unk unknown-vloc - unknown vloc product, lot# unk title: standardization of the one-anastomosis gastric bypass procedure for morbid obesity: technical aspects and early outcomes, source: surg laparosc endosc percutan tech 2023;33:162¿170 received for publication september 22, 2022; accepted january 6, 2023 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study reported the early safety outcomes of one-anastomosis gastric bypass in patients who underwent the procedure between january 2016 and december 2021. A sixty millimeter (mm) tan linear reload or a  forty five mm white competitor stapler from another manufacturer were used to create the gastric pouch and perform the gastrojejunal anastomosis. The anastomosis was checked with an intraoperative methylene blue dye test. There were 774 patients in the study and postoperative complications in all patients included: bleeding. Two out of three patients (0.4%) that had a bleeding were managed conservatively.